Event description:
Material no: 309634 batch no: unknown it was reported that during use of the bd¿ luer-lok syringe the graduation marks do not stick well and there is foreign matter on the surface of barrel a waxy substance. The number of occurrences along with the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from french to english: details of complaint (reported issue): glue piston - doubts about the reliability of graduation - squeegee does not glue properly (surface is as a cireuse but it is intermitting handling not well decreased speed of drug administration nurse says that when it takes a medicine there is some quantity whereas it does not arrive before, is not until a non-identifier drug (tightening stick) resute to a gaspille of medicine / loss of time / risk of error ( I do not have the total quantities affected).

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 309634, batch no: unknown. It was reported that during use of the bd¿ luer-lok syringe the graduation marks do not stick well and there is foreign matter on the surface of barrel a waxy substance. The number of occurrences along with the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter: details of complaint (reported issue): glue piston - doubts about the reliability of graduation - squeegee does not glue properly (surface is as a "cireuse" but it is intermitting handling not well decreased speed of drug administration nurse says that when it takes a medicine there is some quantity whereas it does not arrive before, is not until a non-identifier drug (tightening stick) resute to a gaspille of medicine / loss of time / risk of error ( I do not have the total quantities affected).

Manufacturer narrative:
Usage of device: initial.

Event description:
Material no: 309634, batch no: unknown. It was reported that during use of the bd¿ luer-lok syringe the graduation marks do not stick well and there is foreign matter on the surface of barrel a waxy substance. The number of occurrences along with the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from french to english: details of complaint (reported issue): glue piston - doubts about the reliability of graduation - squeegee does not glue properly (surface is as a cireuse but it is intermitting handling not well decreased speed of drug administration nurse says that when it takes a medicine there is some quantity whereas it does not arrive before, is not until a non-identifier drug (tightening stick) resute to a gaspille of medicine / loss of time / risk of error ( I do not have the total quantities affected).